Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced excessive no delivery alarm. It was reported that as a result, customer had high blood glucose. Blood glucose readings were not provided. Customer could not continue troubleshooting due ton not being able to remove set at the time of call. Customer was advised to change set, monitor and call back should issue persist.